Manufacturer narrative:
Vyaire medical's field service team went on-site to evaluate the reported issue. The reported issue was duplicated by the field service team and the power supply was replaced. The vent powered up properly and the front panel displayed the vent passed all testing performed.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Any additional information received regarding this complaint will be submitted in a follow-up report.

Event description:
It was reported to vyaire that the avea ventilator will not power up and does not show any status on the front panel. There was no patient involvement.